Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure, a pt experienced a corneal burn requiring sutures. Additional info has been requested, but none has been received.